Event description:
It was reported that this artificial urinary sphincter (aus) has not worked since implant. The patient remains incontinent and has been using a straight catheter. No device issues were found during device explant. The physician suspects that the patient complications were due to the original position and incorrect size of the cuff. An aus with a larger cuff was implanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.